Manufacturer narrative:
A.5 race is unknown. The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient was on impella cp support for left ventricle (lv) unloading and coronary flow optimization due to ongoing gastrointestinal (gi) bleed. While on support, bedside echocardiography showed impella position deep in the lv. The impella was repositioned. The pump was later found to be close to the mitral valve. The patient had intermittent bladder spasm and pain which caused him to move, which precipitated some bleeding at the pump site. Femstop was placed but the patient continued to move so the doctor opted to remove the pump. The patient survived the event.

Manufacturer narrative:
The investigation for the access site bleed and the positioning issues has been completed. Data logs were reviewed which showed pump ran without issue during support. There was an impella position in ventricle alarm triggered in early of the case but resolved quickly. Product was not returned for review. Based on clinical description, the root cause of access site bleeding was most likely due to patient movement. The root cause of the positioning issue was unable to be determined as limited clinical details were provided and no product was returned for review.